Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010 the lay user/patient contacted lifescan (lfs) to report a display issue with the one touch ultrasmart meter. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however, was unable to reach her by telephone. On may 28, 2010 the smss mailed a letter requesting the patient contact medical surveillance. On (B) (6), 2009 the patient discovered a display issue with the reported meter. The patient took no actions due to the meter issue. Immediately afterwards, she experienced the symptoms of blurred vision, shaking and passing out. The patient went to the emergency room, where she was treated with insulin. It would have been helpful to determine the patient's blood glucose reading and to confirm the treatment received while in the emergency room, her expected results, her medication regimen, and if she had a backup meter. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting sever hypoglycemia after the meter display issue occurred, and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported.